Event description:
It was reported that a patient was scheduled for a battery replacement surgery. The surgery was stated to be a prophylactic replacement as the device was showing 25% in (B)(6) 2018 and then 11-25% at the patient's (B)(6) 2019 appointment. The mother expressed concerns of the vns depleting quickly as the patient's previous implant lasted 5 years, while this one lasted only around 2 years. The implant/warranty form from the patient's most recent prophylactic replacement surgery on (B)(6) 2019 was located. Implant/warranty form has been attached. Generator information was updated in the file. No device was expected for return as the hospital historically discards products after surgery. Review of device history records confirmed that the device passed all quality inspections prior to distribution. It was noted that the device was not laser-routed. Programming history was available from date of implant until (B)(6) 2018, where last diagnostics were within normal limits. A battery life calculation was performed with the programming data made available to the manufacturer. The device was estimated to have about 1.4years remaining until neos condition. The vns physician's manual contains a battery longevity table with estimated battery life at particular settings. The below was noted for beginning of life (bol) to intensified follow-up indicator (ifi) and ifi to near end of service (neos) battery life estimations. Parameters time from bol to ifi time from ifi to neos 1.5ma/30hz/500usec/33% duty cycle 5.5 years 0.4 years 2.0ma/30hz/500usec/33% duty cycle 3.1 years 0.2 years 2.5ma/30hz/500usec/33% duty cycle 2.4 years 0.2 years information of the patient's previous m105 generator settings noted that at the time of explant, the device was programmed to an output current setting of 1.75ma. No additional, relevant information was received to date.